Manufacturer narrative:
(B)(4). Ez-io power driver (9058) (sn h78050) was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pulled the driver had no power (dead) with no light indicators displaying. No signs of external damage/abuse/misuse. The trigger guard was still tethered to the driver. Condition - driver opened and other operating characteristics already evaluated and recorded. The motor was connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical issues. Battery voltage measured as 17.7 dc volts without being activated. Battery voltage measured as 0 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Other remarks: the eprom was parsed and data was analyzed. The charge count measures 10,054,915. The cycle count (number of trigger activations) registered 626. The charge count of 10,054,915 never reached the red blinking light threshold prior to battery depletion. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 09/2014 and is approximately 3 years old. The complaint stating the unit failed during use has been confirmed. The unit failed as a result of battery depletion. No correctiv e/preventative actions will be assigned.

Event description:
A four year old driver failed during use with no known indication it was going to stop working. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A four year old driver failed during use with no known indication it was going to stop working. The patient's condition is unknown at this time.